Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the door switch of the imaging system was out of place, resulting in the door not closing properly, resulting in the reported issue. To restore functionality, the door switch was adjusted. The representative noted that the imaging system appeared to have been driven into an obstruction. The representative then returned to the site and replaced the lower and side covers. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while outside of a procedure, the x-ray tube would not rotate within the gantry of the imaging system. It was reported that the indicator lights were not illuminated. There was no patient present when this issue was identified. No additional information was provided.